Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A data log could not be downloaded because the receiver would not boot up. The receiver case was opened for further evaluation. An interior inspection was performed and found moisture damage. Due to the condition of the device, a complete investigation could not be performed. The reported event of an overheating receiver was not confirmed. A root cause could not be determined.